Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction alarm issue was verified; however, the power source alert issue could not be identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, a power source alert occurred. Customer's blood glucose level ranged from 70-160 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.